Event description:
It was reported that during a procedure the "laser would not fire at any settings from 35, 45 or 50 watts." It was determined that the laser issue could not be resolved; manufacture's technical support contacted. The physician completed the procedure with "c02" laser system. "No harm to patient. Outcome "ok" reported.